Event description:
The surgeon experienced a 30 minute surgical delay in order to re-attach the anchored plate to the interbody component in situ, after the components dislodged during impaction into the disc space. The plate was re-attached without further incident or impact to the pt.

Manufacturer narrative:
No implants were returned for evaluation as they were implanted. A review of the DHR for the reported product indicated no discrepancies which would have contributed to the reported event. The initial reporter indicated that the device dislodged during attempted insertion as a result of a bent inserter. A review of the returned instrument could not confirm the alleged deformation which was reported to have caused the dislodge of the implant components. The device was returned in a fully functional state. As a result, the cause of the dislodge and additional surgical time to re-attach the device was likely the result of inherent surgical difficulty of inserting the device into the disc space.